Event description:
The patient experienced a fall and now has lateral instability. Cause is unknown. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
The patient experienced a fall and now has lateral instability. Cause is unknown. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device has manufactured to specification.